Event description:
The patient was revised to address pain, adverse local tissue reaction and metallosis in their hip. Upon revision brown fluid and brownish black-appearing synovial tissue was present in the hip.

Manufacturer narrative:
Update: litigation papers received (B)(6) 2013. Litigation alleges lack of mobility. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: age. Corrected: dob.

Event description:
Ppf alleges metal wear and metallosis and elevated metal ions. After review of medical record for MDR reportability, patient was revised to address metallosis with adverse local tissue reaction of right total hip arthroplasty. Added age, lawyer in associated contact, law firm, revision hospital, revision surgeon, updated patient harm, updated product details head and liner, manufactured and expiration date of ips. Added stem due to alleged elevated metal ions. Corrected date of birth.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.